Manufacturer narrative:
Neither the device nor any images were available for evaluation. It was reported that during insertion of rise-l spacers from l1-s, the patient's peritoneum was damaged. The inserted rise-l spacers at l4/l5 and l5/s were removed to examined the damaged area, and it was confirmed that no damage had been done to the descending colon of the patient. The damaged area of the peritoneum was sutured, and the procedure was completed. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery the patient's peritoneum was damaged during insertion. This event occurred in japan.